Event description:
Clinical report states that patient sustained an intraoperative calcar fracture during primary tha, which was treated with cable. Update rec¿d 01/06/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient's bone initially fractured during broaching. Upon final impaction of the femoral stem the crack split further. An unknown broach is being added to the complaint at this time. Also, the lot information for the femoral stem and the patient demographics are being updated at this time. The complaint was updated on: 01/22/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the broach because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.